Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction caused a delay to the patient care. The customer reported that the user unable pull the medication from this station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed to open due to a bad moab fuse. A field service engineer replaced the moab fuse, and the drawers worked as normal. The system functioned as intended after the field service engineer troubleshot the device.